Event description:
Allegedly the surgeon performed the original surgery of both hallux valgus on (B)(6) 2012. He confirmed the false joint of right side when he removed in surgery on (B)(6) 2012. He felt the plate is a little short for the patient. High activity level.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. X-rays were provided and reviewed. The product was not returned.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).